Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an excision of a subcutaneous mass of the right forearm on (B)(6) 2023 and suture was used. During the procedure, the issue of pulling off suture needle occurred when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There were no adverse patient consequences. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? --please refer to the event description. "It was reported that the problem of pulling off suture needle happened in surgery when the surgeon attempted to sew the tissue." Received updated information as following from sales rep via phone today. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Unk. Were x-rays taken to locate the needle? Unk. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? Unk. Was any other tissue damaged as a result of searching the needle? Unk.